Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. A lot number of the test strip product was not provided and neither manufacturing record review nor testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Customers have been advised to work with their healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Event description:
The patient reported receiving low inratio inr results as compared to confirmatory testing. The patient reported receiving inratio inr results in the low 2's or less than 2 as compared to inr readings at the physician's office of greater than 2.5. The patient's therapeutic range was reported as 2.5-3.5. Historical records were obtained from alere home monitoring as additional information. The following information was contained within the historical records: (B)(6) 2013: patient believes inratio inr result of 1.8 to be incorrect ; (B)(6) 2013: patient believes inratio inr result of 1.0 to be inaccurate. The patient discontinued use of the inratio system. Although requested, no additional information provided.